Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument did not completely close the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was installed on an in-house system and driven. The instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip would not fully close. Additional observation not reported by site: the instrument was found to have corrosion on the bearings. Pitch and roll input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the outer ring of the bearing.